Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 concurrently with cystoscopy and the mesh was implanted. Following the procedure, the patient underwent posterior mesh excision on (B)(6) 2012 due to mesh exposure, pelvic pain, and levator spasm. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/18/2021 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 25

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 6/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 02/18/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 06/23/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to the FDA: 06/28/2017 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 01 - attachment: [04-30-2017 otn supplemental 01.xlsx]

Manufacturer narrative:
Date sent to the FDA: 10/25/2017 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 03 - attachment: [04-30-2017 otn supplemental 03.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to the FDA: 08/29/2017 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 02 - attachment: [04-30-2017 otn supplemental 02.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 05 - attachment: [04-30-2017 otn supplemental 05.xlsx]

Manufacturer narrative:
Date sent to the FDA: 12/27/2017 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 04 - attachment: [04-30-2017 otn supplemental 04.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2017 through march 31, 2017.